Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pulse generator exhibited episodes of atrial undersensing. Programming changes were suggested to adjust the safety margin for detection. Additionally, the device exhibited episodes of noise reversion due to myopotential oversensing. Programming changes were suggested. No interventions have been reported. No further information was received.